Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was confirmed, via x-ray, dislocated into the atrium. The observation was one day post implant of a left ventricular lead; which led to the belief that the rv lead had been accidentally pulled from the original location during this subsequent procedure. The rv lead was successfully repositioned via a second procedure, and to date remains implanted and in service with no resulting adverse patient effects.